Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 319.006; synthes lot: 9841073; supplier lot: n/a; release to warehouse date: july 13, 2015; expiration date: n/a; manufactured by synthes jennersville. No nonconformance reports (ncrs) were generated during production. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0 mm and 2.4 mm screws was received at us customer quality (cq) disassembled. All the parts except for the compression spring were returned to us cq. The needle subcomponent is broken off at the base, deformed at the point of breakage, and slightly curved back at its distal tapered portion. The received condition agrees with the complaint description. The complaint is confirmed. The cause of the issue could not be determined based on the information given. Dimensional inspection: base diameter: 1.25+0/-0.05mm. Total length: 79.8mm. Distal tapered to end length: 26+/-1mm. Measured dimension: base diameter: 1.23mm; conforming. Total length: 75.59mm; non-conforming. Distal tapered to end length: 26.00mm; conforming. Device history: the received device was manufactured at synthes jennersville on july 13, 2015. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Document/specification review: the following drawings were reviewed: depth gauge for 2.0/2.4mm screws needle. Material review or hardness review: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion: the complaint is confirmed as the device was received with the needle broken at the base, with part of it lodged in the slider component. The rest of it is slightly deformed with an unintended curvature and slight deformation at the point of breakage. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge was found to be broken during a routine inspection by the sterile processing. There was no procedure and patient involvement. This report is for one (1) depth gauge. This is report 1 of 1 for (B)(4).